Event description:
It was reported that an unspecified error message occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient felt weak and was unable to move. The patient stated they managed to stand and called 911. When the paramedics arrived, they transported the patient to the hospital. The patient could not remember what treatment was provided to them by the paramedics or at the hospital. There were no blood glucose or cgm values reported for the event. The patient thinks he may have turned off an alarm, but also expressed concerns that the display device did not alarm properly. At the time of the report, the patient was in normal condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.